Event description:
It was reported, "approximately 1 year ago the patient started experiencing pain. An x-ray was taken and the doctor said it looked ok. The surgeon stated he may have bursitis. The pain was intermittent. Pain is now coming from the back of the hip and the groin. Surgeon has discussed revision surgery but is no longer under the patient's insurance. He is looking for compensation for assistance with the revision surgery so he can be treated by surgeon. His second choice of revision surgeon is also not covered under his insurance. He is in extreme pain and would like assistance from stryker as soon as possible."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.